Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise presented on the discrimination channel leading to oversensing on the right ventricular lead. The lead was reprogrammed. The patient was stable.